Manufacturer narrative:
Device was received with a partially broken retainer, missing reservoir tube o-ring and broken reservoir tube lip. The test reservoir does not lock in place and unable to perform the displacement test due to partially broken retainer, missing reservoir tube o-ring and broken reservoir tube lip. R&d disposition (B)(4): for (B)(4), the retainer and case near the reservoir region failed due to environmental stress cracking (esc). In addition to damage near the retainer, this pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had no visible damage to the keypad. Last, the retainer has 1 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place.

Manufacturer narrative:
(B)(4). Pump was received with a partially broken retainer, missing reservoir tube o-ring and broken reservoir tube lip. The test reservoir does not lock in place and unable to perform the displacement test due to partially broken retainer, missing reservoir tube o-ring and broken reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir lip ring was cracked and missing however the reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.